Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient reported that there were no alerts and no notification that the patient had low blood sugar. The episode occurred the day after the sensor was inserted. The patient experienced a seizure. The continuous glucose monitor was reading low, and the blood glucose reading was 17 mg/dl after seizure by the friend. Per documentation, they then worked to bring the values back up. The hypoglycemia reversal method was not documented. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient had recovered. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.